Event description:
During a ptca dilatation procedure, the balloon of the maverick2 monorail ptca catheter ruptured before its rated burst pressure. The number of inflations and to what atms is unknown. The lesion being treated in the circumflex (cx) coronary artery. The procedure was successfully completed with another device. No patient injuries or complicatons were reported.